Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after unplugging and replugging wires to the io hub and camera, the software exited as normal. Software was able to exit out of ent and cranial software through 8 to 10 tests without issues. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after replacing the camera on the system, when exiting the software, the system switched to no input detected indefinitely. The site was able to repeatedly recreate the error. Usb view showed the io hub without issues and the site could track instruments without issue in the software. All of the internal chain was reseated without resolution. The site disconnected the camera cable at the back of the cart and was able to exit without issue. After reconnecting the cable, the system continued functioning as designed. No patient present.